Event description:
Customer reported having issues with her insulin pump that led to a hospitalization event for diabetes ketoacidosis. Customer stated she was hospitalized on a (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. Customer stated the insulin pump was not properly delivering insulin to her. She also reported receiving several no delivery alarms, but now the alarms had stopped. The customer stated there was no significant events leading to the hospitalization. The customer stated she would call back for more details. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.